Manufacturer narrative:
Reporter¿s phone number: (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the compact air drive device motor was seized, jammed, heavy moving and the motor was found faulty. It was further determined that the device failed pretest for safety system, triggers for forward and reverse mode, untrue running and starting behavior. It was noted in the service order that the device hand piece was not working and the double air hose needed to be checked. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.